Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a scheduled system revision due to infection. It was reported that the patient's entire system was to be explanted, however, the patient was lost to follow up when transferred to a different facility and explant cannot be confirmed. No additional information is available at this time. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.